Manufacturer narrative:
Plant investigation: the transfer pump motor was returned to the manufacturer for physical analysis. The a visual examination of the exterior of the transfer pump motor showed no signs of heat damage or smoke. The motor fan was turned freely by hand prior to applying power to the transfer pump motor. There were no unusual noises heard when the fan was turned on. A transfer pump motor and water test was performed and a humming noise was heard from the motor, though the fan did not turn when the power was applied to the motor. The pump did not pump water and the motor immediately emitted an odor and after approximately one minute smoke emitted by the motor. The motor¿s cable passed a resistance test. The resistance between each wire was in specifications as the resistance between each wire measured open. An internal inspection of the pump was performed and revealed no heat damage, frozen or melted parts. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint was able to confirm the reported event. A visual of the smoke emitting during the test, confirmed the smoke smell reported. Therefore, the complaint has been confirmed.

Event description:
A biomedical engineer (biomed) at a user facility reported that they smelled smoke from a granuflo mixer while it was powered on. There were no reports of smoke, flames or sparks observed. There was no patient involvement or impact to any patients as a result of this event. There was no reported visual damage to the exterior of the transfer pump motor. The system has been restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. During the evaluation smoke emitting from the transfer pump motor observed.